Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1507501) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the physician shuttled down. When the physician pulled the sheath back up, the advancer tube was not present and peg was stuck on the device outside of the body. A hematoma of 6 cm or less formed. Manual compression was applied for 30 minutes or less. Vessel type: arterial vessel location: peripheral.